Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is unable to fully tighten. A power loss was not observed. A battery compartment crack was observed. Evidence of moisture contamination on underside of battery cap. The keypad peeling from bottom to down key. Keypad torn from left hand edge to down key symbol. The contrast and up keys intermittently responding. Then down and ok keys responding. Evaluation revealed that there was contamination under up, down and contrast key contacts. The current draws within specifications. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. There was one eaw 177 low battery warning and one eaw 128 replace battery alarm observed in black box. Evidence of short battery life observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.